Event description:
The fe reported that the cine function was not working. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine bridge board was reseated during the service call. The system was tested and found to be working as intended and put back into service.